Event description:
Pt with diabetic ulcers underwent laparoscopic jejunostomy placement. Upon post-op in sicu, it was noticed that the triple lumen catheter's distal port had broken off. It was immediately clamped, chest x-ray taken, and pt was evaluated by physician. There was no apparent harm to the pt.